Manufacturer narrative:
Tine insulin pump received unable to perform the displacement, rewind, basic occlusion, occlusion, prime and compromised force sensor alarm, excessive no delivery test or verify compromised force sensor alarm due to broken and detached end cap.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown. The customer stated that the drive support cap was normal. The customer was advised that the revert to the backup plan. The insulin pump will be returned for analysis